Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was failure of the slider switch due to user handling. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched for an onsite visit to repair/evaluate the suspect device. The fse determined the equipment was not repaired to OEM specifications due to broken slide detector retainer causing slide detector to be stuck. This caused the unit not to work and all the lights on the front panel to flash, therefore not operational. The onsite staff reported that when a bed was being raised it was too close to the cart and the scope was attached to the light guide output socket. This caused the scope to raise up while connected to the socket, breaking the slide detector inside the output socket. When the slide detector is stuck all the lights on the front panel will flash and the clv-190 will not function until repaired.

Event description:
A user facility reported to olympus that the front panel lights were "stuck on." There was no patient injury or harm, associated with the problem, reported to olympus.